Manufacturer narrative:
P-cap or reservoir locks properly into place. Device passed displacement test, rewind, prime/seating, basic occlusion, force sensor test and occlusion test. Device received with cracked case, pillowing keypad overlay and minor scratches on case. No damage on retainer ring noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 436 mg/dl at the time of incident. Customer reported that the retainer ring has come off. The customer stated that the reservoir did lock in place. Customer stated the insulin pump had cosmetic damage. The insulin pump will be returned for analysis. Frn-unk-rsvr, unomed set.